Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 252 was encountered by customer. Site informed they are getting error of 'vision processor not ready'. Technical support engineer (tse) reviewed logs and found error related to communication from core to video processor (vp). Tse informed site to hard power cycle system with fiber reset and repositioning, but issue persists. Tse informed that vp needs to be replaced to resolve the issue. The procedure was aborted with no reported injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.